Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed with in the tubing. The customer¿s blood glucose level was 308 mg/dl. The customer primed the tubing, removed the air bubbles, and continued using the pump for insulin therapy.